Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1375 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the extension tubing and catheter was loosened and liquids leaks occurred when the catheter was being flushed. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.